Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the cannula assembly found that the exposed portion of the soft cannula was damaged and slightly torn. During the removal of the bottom housing, the distal tip of the soft cannula was completely removed and was found within the environmental seal. Due to this, it could not be decisively determined if fluid could pass through the complete fluid path. It could not be determined when this damage occurred, and the investigation could not conclusively determine a relation between the returned device and the device¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 400 mg/dl while wearing the pod on the arm. Trace ketones were also present. As treatment, a manual injection of insulin was delivered and a new pod was applied.